Event description:
According to the distributor's report, the device was used to close a forehead laceration. During application, the adhesive contacted the pt's eye and glued it shut. The parent of the pt was given instructions on removal of the adhesive, and was instructed to take the pt to the emergency room. No further info was provided.